Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and the device was explanted. There are no patient consequences.

Manufacturer narrative:
The device is included in the battery performance alert advisory issued by abbott on 28 august 2017.